Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems, bowel problems, bleeding, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision on 09/26/2009. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04221. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04221. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure for removal of anterior and posterior vaginal mesh, paravaginal repair, removal of graft, enterocele repair on (B)(6) 2013 due to vaginal scarring, recurrent pelvic organ prolapse and server vaginal pain.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with pubovaginal sling (cl medical I-stop) implant, a & p colporrhaphy with vaginal enterocele repair and sacrospinous fixation of vaginal vault prolapse.

Manufacturer narrative:
Date sent to the FDA: 01/03/2017. (B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary retention.